Event description:
The manufacturer received information alleging the proximal pressure verification test step had failed on a trilogy ev300 device. The device was not in patient use. The device has not been returned to the manufacturer. At this time, the device investigation has yet not begun on the device. A follow-up report will be submitted when the manufacturer's investigation is complete.